Event description:
It was reported that during a thoracolumbar procedure at t10-l3 the surgeon had tightened all the locking caps and needed to loosen them. During loosening of the caps the tips of the screwdrivers bent. During the procedure the threads on the tip of the holding sleeve broke and the heads of the preassembled pedicle screws came off during insertion. Two other screws were used to complete the procedure. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product codes: mnh, mni, kwq, kwp. After reviewing the DHR for all material, components and assemblies, no discrepancies were found that could be related to the complaint condition. The product evaluation visual inspection revealed that the polyaxial screw assembly was returned with the body and collet assembled and the screw separated from the assembly. The collet component of the polyaxial body assembly shows minimal signs of wear from contact with the outside of the screw head from the assembled state. There is no visually obvious damage to the polyaxial body. The threads in the screw head are nearly sheared off from engagement with a holding sleeve. The returned parts were reassembled without difficulty and the polyaxial heads retained securely on the screws as designed and could only be removed with the proper tool. This complaint was deemed invalid from a design perspective.